Manufacturer narrative:
(B)(4). Medical devices: 12-139012, endo ii mod endo head sz 44, 325100; cp152444, bi-metric fmrl c intlk 9x300 r, 980870; ep-108626, e-poly 44mm +3 mrom lnr sz26, 714400. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01875; 0001825034 - 2018 - 01876; 0001825034 - 2018 - 01874.

Event description:
It was reported that the patient underwent a right hip irrigation and debridement due to dislocation. A removal of hardware and griddle stone procedure were performed. A greater trochanter osteotomy non-union was also noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint is confirmed based on the medical reports that were provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip irrigation and debridement due to dislocation. A removal of hardware and griddle stone procedure were performed. Continued signs of infection were also noted, continuing from a prior procedure. A greater trochanter osteotomy non-union was also noted. Attempts have been made and additional information on the reported event is unavailable.